Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/12/2017. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge correctly engaged into lower body of the pcb00 device. Visual inspection under the microscope showed that the cartridge tip was deformed and had crack defects. A piece of the cartridge tip material was observed missing. The plastic piece was not returned for investigation. The customer's reported complaint for cartridge tip cracked was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate (B)(6) 2017. The lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that cracks at the cartridge tip on a pcb00 20.5 diopter intraocular lens (iol) was observed during insertion into the patient's operative eye. This occurred when the doctor rotated the piston forward. Reportedly, a plastic piece fell outside of the incision and did not enter the eye. The lens was successfully implanted. There was no patient injury reported. No additional information was provided.